Event description:
It was reported that this pg was explanted and replaced for premature battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).